Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 01/17/2025. Data was provided for investigation. The allegation was confirmed via data as a sensor during warm-up on 03/31/2024. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had two sensor failures on the same day after it was inserted into the abdomen. The patient had 2 sensors failure on the same day with the same issue. The day of the event, the patient did not have an active sensor session due to consecutive failures. According to the report, the sensors kept failing and therefore he could not' measure the sugar level due to not having a blood glucose (bg) meter. The last known reading was not documented. The duration of time out of an active sensor session at the onset of symptoms was not documented. The patient developed dizziness. A friend transported him to the emergency department where the bg was 1206 mg/dl. The emergency room nurse gave him unspecified medicine to help lower his sugar level. The patient was hospitalized from 04/01/2024-04/07/2024 (6 days). There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report the day after discharge, the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.